Manufacturer narrative:
(B)(4). Unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to critical pump error (open book image) alarm. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the customer went to swimming and battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.